Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2014 patient needed medical intervention. Patient claimed that medication she was prescribed caused her to be nauseous and was responsible for this hospital visit. Patient does not recall if she was using her dexcom device or not at the time of the incident. No further medical intervention was required.